Event description:
It was reported that the insulin pump does not work. The buttons are not responding. The blood glucose reading is 180 mg/dl. Customer inserted a new battery, however, the insulin pump is frozen with no advancement of time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.